Manufacturer narrative:
Follow-up #1: date of submission 06/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2016 with the following findings: during investigation, the keypad was found to be undamaged and all the buttons were responsive. The keypad was opened and there was no contamination found on the contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.